Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image needed to be controlled after the connector was connected. It is possible that the dark image occurred because the video function failed due to the faulty cable, water leakage, or handling. However, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus it had issues with the image, after connecting the 4k camera head it only showed a control image. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a defective cable was found, which caused a black image and that did not pass the water tightness. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The event occurred during preparation prior to a therapeutic procedure. The device was inspected before use and there was no image present after connecting the camera.

Manufacturer narrative:
This report is being supplemented to provide additional information about the event. Section b5 was updated.